Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, a coring process was occurred during vial puncture, since the hypodermic needle is intended mainly for injection or medicinal fluid preparation, it is not recommended to use the product for vial puncture.

Event description:
The customer complained that the 18g × 1 1/2 " puncture medicine bottle was blocked after puncture, causing waste of medicine. The customer did not provide a specific complaint batch number. Please investigate the recently produced batch number ckda09-01, ckda09-02, ckdb01-01, 18g x 11/2 "sterile hypodermic needle product.